Event description:
It was reported that tracker frame on hand piece was loose when we arrived to cut peg holes for femur. So the drill showed us that we were right on peg holes, but when surgeon finished drilling peg holes he verified it with point probe and the point probe showed itself at 3-4 mm superior of the both peg holes (directly north). Tracker array was then tightened and then reverified with point probe and it was corrected.